Event description:
Guidant axius coronary shunt 2.5mm diameter was used to occlude coronary artery during bypass surgery. The doctor, who inserted and removed the device, reportedly struggled with it; was accustomed to med tronix coronary shunt. Plastic tip of coronary shunt was found by cxr review by doctor when patient was in his office two months after surgery. Reportedly, located in mediastinum under the proximal sternum. Patient's readmission postoperative for treatment of pneumonia is reportedly unrelated to the retained foreign body. Decision was made by CT surgeons to leave fb in place, as risks of reopening sternum outweighed the benefit of removal of fb. Tip is very small, no harm anticipated from its present location.